Manufacturer narrative:
MDR 3003442380-2024-00745 - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that ten infusion sets fell off during use. The events occurred between (B)(6) 2024 and each infusion set was in use for two - three days. No further information available.